Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing and failed to alarm. The device's system board was replaced to address the issue.

Manufacturer narrative:
The manufacturer had previously reported that the initial reporter was located in (B)(6). The initial reported was located in (B)(6) not (B)(6).